Event description:
It was reported that during routine check-up, it was observed that the attachment device did not turn the burr device. This event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and loose, which created a situation where the cutter was not able to be inserted. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings which were no longer in axial alignment due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.